Event description:
It was reported that during a vats lobectomy procedure, the blade got chipped. The fallen chip was found inside the pt's body and removed. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.